Event description:
Nurse called informing us that this lead was explanted due to inappropriate shocks.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 55 cm proximal to the lead tip. Only the distal lead fragment with an inserted extraction tool was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion of the intracardiac lead area and interaction with modified tissue during the relatively long service time of almost 7 years most likely resulted in a wear out of the distal lead area. During further investigation excessive extraction damages of the lead were noted such as cuts in the insulation and a severely stretched and deformed inner coil. Furthermore the shock coil was found deformed. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.